Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump was not reading pressure properly, there was no flow going into the joint. This happened during a case, with no patient affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.